Event description:
Related manufacturer reference number: 2017865-2022-10867. It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited over-sensing noise. The patient was experiencing dizzy spells. The lead was capped and replaced on (B)(6) 2022. Also, it was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was in stable condition.